Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrogram (egm) review was requested for this left ventricular (lv) lead due to a decrease in the lv pacing percentage and lv sense events coming in before right ventricular (rv) pacing. A drastic change in lv sensing was observed in october from 25 mv to 11 mv and as low as 3 mv. Sensing had not risen above 11 mv since then. Additionally, lv pace impedance measurements had changed from the high 500 ohms range to the low 400 ohms range. Sensed av was adjusted from 80-100 ms to 60 ms, and lv pacing was observed. Technical services (ts) discussed troubleshooting options to rule out possible lead dislodgement. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5187707.